Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the o-ring from a cartridge detached from the cartridge and remained on the pneumatic tap. Blood glucose level was 74 mg/dl. Reportedly, the customer installed a new cartridge and resumed insulin delivery.